Event description:
N/a.

Manufacturer narrative:
(B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that the beginning of the endoscopic vein harvesting procedure, the 7mm extended length endoscope was giving a cloudy/blurry image. No procedure delay. A new device was opened to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.